Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to both patient morphology/pathology and user technique. The reported worsening mr appears to be related to procedural conditions and likely due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that the deployed clip detached from one leaflet and remained attached to the other leaflet which required intervention. It was reported that the initial procedure was performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted at a3/p3, reducing the mr to 1-2. During the follow up echocardiogram the next day, it was found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr returned to 4. On (B)(6) 2016, a follow up mitraclip procedure was performed. Two clips were successfully implanted for stabilization of the slda clip, reducing the mr to 1-2 with a good outcome. No additional information was provided.